Event description:
It was reported that several hemostatic valves (22 units) are unsterile because of damaged packages. The adhesive strip is also damaged. No pt effects were reported. No additional event or pt info is available. This is being upgraded to MDR reportable because there was a malfunction, unsealed pouch, that lead the company to undergo a correction and removal activity.

Manufacturer narrative:
The other 21 units indicated in the event description and in the concomitant medical products are being reported under the same manufacturer report number. Evaluation summary: quality assurance analysis revealed that there were 21 rotating hemostatic valve's returned. There was no blood or contrast visible. There were eight units returned from lot number 6090652. The manufacturing seals of 7 of the pouches were unsealed with faint seal marks on the plastic portion of the pouches. There was a small amount of white residue from the tyvek on the seals of 2 of the 7 pouches. There was 1 pouch with the manufacturing seal completely sealed. This pouch was opened and the seal was not sealed tightly. The sides had white residue on the plastic portion of the pouch, but the middle of the seal was clear. The vendor seals of the 8 pouches were intact. There were units returned from lot number 6090651. The manufacturing seals of the 6 pouches had faint seal marks on the plastic portion of the pouches. The vendor seal of one of these 6 pouches had been opened; the other 5 were still sealed. There was evidence that the vendor seal had been completely sealed at one time. There were 7 units returned from lot number 6090653. The manufacturing seals on 4 of the pouches were completely unsealed with faint seal marks on the plastic portion of the pouches. The manufacturing seals on 3 of the pouches were partially unsealed and had white residue from the tyveks on the plastic portion of the pouches. The vendor seals of the 7 pouches were intact. Product performance engineering has reviewed the case description and the analysis of the 8 devices with lot#6090652. The analysis was able to confirm the case description as the manufacturer seals were opened. An incomplete seal band was observed on the clear sides of the returned packages as there was minimal/non-continuous cloudiness noted where the sealing occurred. In addition, one pouch was returned with manufacturer's seal intact, however, it was easily opened during the analysis and revealed a faint seal band. One unit with an unknown lot was also reported with this incident, however, it was not returned. It appears that a manufacturing anomaly occurred during the sealing process. A review of the similar incident revealed unit with the same part and lot combination that reported for open seal.